Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31229721m and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a decanav electrophysiology catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Effusion was confirmed while mapping the lv apex area with decanav catheter. The blood pressure drop was resolved by drainage. Heparinized saline solution was administered again and act (activated clotting time) was extended to act 300. After confirming that there was no increase in effusion, the procedure was resumed. The procedure was completed without further problems. Patient has fully recovered however required extended hospitalization. As a pericardial drain was inserted, the patient required follow up for drain removal. The physician reported that there is a causal relationship with the bwi product. Too much contact was applied when mapping was performed with decanav. No abnormalities were observed prior to or during use of the product. Atrial septal puncture was not performed. Ablation was not performed prior to the effusion identified.